Event description:
Access through the left groin into the common iliac obtained using an .035 wire. Dilatation was performed for an iliac stent re-stenosis using an 8x60 balloon and the balloon ruptured in the stent. Physician tried to retrieve the burst balloon through a 6f sheath. He pulled, and at this time, the physician heard a "pop'' sound. After removing the balloon from the sheath, the balloon was observed to be dislodged from the catheter at the junction of balloon catheter. The x-ray shows that the balloon was straddled over the bifurcation. The physician tried to "snare" it however, the snare would push the balloon and the balloon came off of the wire. Off the wire, the physician was able to snare the balloon and pulled it into the left iliac but lost the balloon again in the left iliac. The physician introduced a new sheath in the right iliac and attempted to snare the balloon again. The balloon folded over on itself and "plugged" the iliac. The physician then used an 8mm (balloon expandable) stent and tacked the balloon up to the vessel wall to restore flow. The patient is reported as doing fine.